Event description:
The patient came in for a scheduled pump refill visit on (B)(6) 2012. The pump was interrogated and a motor stall and motor stall recovery recorded in event logs -- motor stall occurred ((B)(6) 2012); stopped pump period may exceed tube set ((B)(6) 2012); motor stall recovery occurred ((B)(6) 2012). It was also noted that the actual residual pump volume was greater than the expected residual volume; the specific volumes were not reported. There was no therapy or medical problem with the patient; the patient had no symptoms. Initially it was reported that the patient did not have an MRI on (B)(6) 2012; later it was reported that the patient was unable to recall specific details and would 'have no clue' as to whether or not she had an MRI. As of (B)(6), there had been no follow-up problems reported. The device system was delivering lioresal.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot# n233029, implanted: (B)(6) 2010, product type accessory. (B)(4).